Event description:
It was reported by the patient that she underwent a sling procedure on (B)(6) 2009. The patient experienced a bowel perforation. The patient underwent a procedure to remove part of her colon and now has a colostomy. The mesh was banding near the colon. The mesh was removed on (B)(6) 2011. The patient stated that there is no possibility of future intercourse now due to her extremely shortened vagina.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).